Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. Serial number unknown. Reporter phone number unknown. The customer reported no power to the battery at the time of connection to the device. The customer replaced the battery and the ventilator was operating as expected.

Event description:
The customer reported that the battery malfunctioned upon connection. There was no patient or user harm reported. The event date was not specified; estimate used.